Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that this was a percutaneous vertebroplasty (l3) for the vertebral body fracture on (B)(6) 2022. The cement kit was opened as per vbs procedures. When the lid of the mixer was opened, the bottom plate inside the cement mixer was raised toward the top. It was determined that cement mixing could not be achieved by filling and mixing the monomer liquid as it was. Therefore, a new cement kit used, and cement mixing was performed without any problems. The surgery was completed successfully without any surgical delay. Patient is stable no further information is available. This report is for one (1) vertecem v+ cement kit this is report 1 of 1 for complaint (B)(4).